Event description:
Following the catheterization procedure pt had the access site in the right common femoral closed with a perclose percutaneous closure device. Pt returned to the hosp on 05/2001 with cellulitis. Unresponsive to antibiotics. Pt underwent an I&d of right groin abcess, exploration of right common femoral artery, removal of infected perclose suture, debridement of vessel wall, and primary coverage with sartorious muscle transposition. Suture cultures grew staph aureus. Required 5 days of hospitalization.